Event description:
The facility reported an infusion pump with a failure code 810:04 on channel a. It is not known if this failure code occurred while infusing on a patient. The facility representative stated that no patient injury was associated with this report and no incident reports were filed since the last baxter service event. Information regarding patient demographics, medication invloved and device programming was requested but none was provided.